Event description:
This report is based on information provided by snt personnel and will be investigated by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating that the touchscreen was experiencing an issue with touch inputs. Information obtained through the good faith effort response indicated that the touchscreen issue had no impact on the measurement or visualisation of patient vitals; it was limited to touchscreen misalignment affecting data entry (e.g., patient age), and the user reported that age entry was still possible using a pen. The device was in use during this event; however, there was no report of actual harm associated with this complaint.

Manufacturer narrative:
Updated the describe event or problem and evaluation method code.

Event description:
This report is based on information provided by snt personnel and will be investigated by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating that the delayed touch on the screen and was unable to hit the target. Information obtained through the good faith effort response indicated that the touchscreen issue had no impact on the measurement or visualisation of patient vitals; it was limited to touchscreen misalignment affecting data entry (e.g., patient age), and the user reported that age entry was still possible using a pen. The device was in use during this event; however, there was no report of actual harm associated with this complaint.